Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during surgery the rasp handle can no longer be correctly opened and therefore the rasp gets stuck. The surgery was completed with another device with 10 minutes delay.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the rasp handle can no longer be correctly opened and therefore the rasp gets stuck. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: it is visible that the bolt at the welding at the closing mechanism is broken. No further conspicuousness found. The production documents showed that the complained parts had been manufactured according to specifications by the supplier but the analysis of the drawings showed that the tolerances of the rasp adapter and the trial rasp could lead to incompatible dimensions under worst case conditions and this incompatibility could lead to the non complete closure of the ratchet in the foreseen final position. Since the inspection gauge used to check the handle didn¿t cover the interference tolerance worst case, the issue could not be detected during the incoming inspection. The parts still in the central warehouse and being manufactured were checked with rasps with critical dimension until a specific 3d measuring program was developed and (B)(4) parts out of the (B)(4) checked once showed the closure issue, but in all cases it was possible to close the ratchet manually and to reopen it by simply using additional force. Still the affected parts were sent to the supplier to be reworked and correct the issue. Corrective actions were performed and included the modification of the contour tolerances of the handle, the creation of a new inspection gauge to check the coupling with the rasp and finally the inspection plans were updated by including the new gauge. All planned actions were correctly implemented, the analysis of tolerances interference showed that the identified issue was eliminated through the design change and no further complaints concerning the new produced parts were received. (B)(4).